Manufacturer narrative:
The calcium reagent lot number was 79079501 with an expiration date of 6/30/2025 the customer noticed crystallization around the reagent probes and reagent rotor cover and a precipitate under one reagent probe. The field service engineer cleaned and checked the analyzer. The customer did not report further issues after the service visit. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen. 2 results from the cobas 8000 c702 module. Sample 1 initial result was 1.64 mmol/l and the repeat results using another instrument were 2.39 mmol/l and 2.39 mmol/l. Sample 2 initial result was 1.70 mmol/l and the repeat result using another instrument was 2.29 mmol/l. The questionable results were not reported outside of the laboratory.